Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous right coronary artery (rca). The 3.0x28mm xience alpine stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy. During withdrawal of the sds, resistance was met with the 6-french non-abbott guideliner, and upon withdrawal of the sds the stent implant was noted to be flared. The 3.0x08mm xience alpine sds failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without issue. There was no interaction of devices and no damages noted to the sds. A 3.0x08mm non-abbott sds also failed to cross the lesion reportedly due to interactions with the patient's anatomy; therefore, the lesion was treated with angioplasty using an unspecified balloon dilatation catheter (bdc). There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.